Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Subsequently, the pump shut off unexpectedly multiple times. The customers blood glucose (bg) level was impacted 315 mg/dl. The customer took a manual injection to stabilize bg level. During the call with tandem technical support the contact indicated that manual injections would be used as back up therapy and would upload to t:connect once the customer got home. Review of pump data revealed, that the pump dropped in charge in one day from 100% to no battery and went into shelf mode. Multiple attempts have been made to contact the customer that have been unsuccessful.